Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn 56 units that the stopped falls off during centrifugation. This occurred in 100 devices. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn 56 units that the stopped falls off during centrifugation. This occurred in 100 devices. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation which does not show the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the customer indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.